Event description:
Aspiration of the vascular access system could not be accomplished at a f/u therapy appointment. A saline infusion of the system was "felt" by the pt. A dye study showed leakage proximal to the right clavicle and the catheter was occluded. The radiologist thought the catheter may have split.